Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarms continually. The customer had not tried different cannula lengths. They stated that the insulin was not being reused or mixed, or was expired or denatured. They stated that the sites were rotated, site locations with sufficient subcutaneous q tissue were being selected, and they avoid inserting into areas with scarred tissue. The customer also stated that the tubing was not bent or kinked. The customer had tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.